Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that, during the procedure, the endurant ii stent graft bifurcate was inaccurately deployed above the renal arteries. The physician performed an open conversion to re-implant the vessels. Per the physician, the cause of the inaccurate delivery was unknown. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.